Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was reported to be due to renal failure, sepsis and cardiac failure. The cause of the sepsis event was unknown. It was reported that the patient had been hospitalized for an unknown indication and subsequently passed away. Treatment while hospitalized was unknown. It was reported that during hospitalization pd therapy was discontinued and the patient was placed on hemodialysis. It was unknown if an autopsy was performed. Additional information was requested but is not available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).